Event description:
Reporter stated that patient had been receiving elevated blood glucose readings (> 350 mg/dl), using the suspect device, for the past month. Patient delivered 5u insulin, based on a blood glucose result of 367 mg/dl. Patient was found shaking, sweaty, and unresponsive 2.5 hours later. Patient's blood glucose monitor read 235 mg/dl, at this time. Emergency medical services were contacted, and upon their arrival, patient's blood glucose measured 25 mg/dl - using paramedics' blood glucose monitor; and 227 mg/dl, suing suspect device. Patient was treated with intravenous dextrose, and apple juice, after which their blood glucose measured 119 mg/dl (using paramedics' blood glucose monitor. Patient was transported to the hospital for additional treatment. Control testing had not been performed on suspect device. A request was made for the return of the suspect product and replacement product was sent.